Manufacturer narrative:
The customer did not accept the provided quote for evaluation and repair of the unit. No further actions are planned at this time. No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. The unit failed to start mechanical ventilation when requested. There is no report of patient involvement.